Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The evaluation of the actual device could not be conducted due to the device not being returned. With no device return, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The product lot number was unknown, which prevented a meaningful review of the device history record and complaint files.

Event description:
The user facility reported that a doctor stated that he performed a paod surgery on (B)(6) 2019. The patient underwent dialysis regularly. After the procedure he used a angio-seal device to achieve hemostasis. The procedure was completed successfully, however, the patient was found to have hypotension the next morning, (B)(6) 2019 and even shocked. The doctor used external defibrillator to shock the patient. The doctor checked the patient's puncture site and found it was still bleeding. The doctor performed the medical surgery to complete the hemostasis. The patient was under observation in the ICU. Additional information was received (B)(6) 2019: the viabahn was used to stop bleeding. For the original puncture site, the angio-seal collagen and anchor could not be found. The patient had a retroperitoneal hemorrhage due to the bleeding, and the potassium index was more than nine points. At present, the patient was still in the ICU, and was equipped with ECMO. The got gpt is broken (more than 10,000). The blood loss was greater than 250cc's. Additional information was received (B)(6) 2019: the puncture site is higher than the bifurcation of the common femoral artery. The puncture site was confirmed with an angiogram. A 6fr sheath was used in this case. Arterial access, sheath, guidewire or catheter insertion was smooth. The doctor suspected that the device caused the incomplete hemostasis.